Event description:
Reporter indicated vns therapy was experiencing increased depression, and was given medication. The patient's pre-vns depression level is unknown. Good faith attempts to obtain additional info have been unsuccessful to date.